Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited several intermittent high out-of-range shock impedance measurements. It was noted that while shock impedance rose following implant, measurements have been largely stable since. There was no evidence of noise/artifact upon review of episodes stored to the device and no shocks had been provided at any time. Boston scientific technical services (ts) discussed several considerations for additional testing and continued monitoring. The patient was subsequently enrolled in the patient home monitoring system and further tests deferred. No adverse patient effects were reported. This system remains in service.